Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device discarded.

Event description:
According to the available information, though not verified, revision case to occur (B)(6) 2020. Reason for revision to be announced. Additional information received 10/22/2020: "the case went ahead on (B)(6). However it was not a revision, patient had device removed 3 months ago due to infection. A new device was implanted on tuesday (B)(6) 2020. The explant was infected full of pus so had to be thrown away."